Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and critical pump error alarm. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged critical device error (open book image) alarm, blank display, cosmetic damage located at the serial number label and exposure to moisture found on (B)(6) 2022. The device was received with a serial number label fading. The device powered up properly after battery installation. No critical device error (open book image) alarm¿noted during boot up. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The device was monitored for several hours and no blank display noted. No unexpected critical device error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical device error (open book image) alarm triggered by three consecutive device error 63 alarms (variable info = 0c) on july 20, 2022 13:57:48.000, july 20, 2022 13:58:00.000 and july 20, 2022 13:58:15.000 device error 63 alarm (variable info = 0c) was generated due to arm watchdog failure. Suspecting hw issue. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery now alarm recorded in the formatted history file for the event date. However, failed batt/battery failed alarm was recorded and found in the formatted history file on: july 20, 2022 13:57:51.000. July 20, 2022 13:58:03.000. Replace battery alert was recorded and found in the formatted history file on: july 20, 2022 13:57:51.000. July 20, 2022 13:58:03.000. Upon checking on the power data/detail trace file, failed batt/battery failed alarm and replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/boards. However, corrosion was found on the electric boards. No corrosion or moisture damage found on the battery compartment, reservoir compartment, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the serial number label. Blank display was not confirmed. Critical device error (open book image) alarm confirmed due to three consecutive device error 63 alarms. Critical device error (open book image) alarm and device error 63 alarms were due to corrosion on the electric boards. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.